Event description:
Caller reported a cgm error, identified as error 42, and technical support engaged in troubleshooting. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a complete pump reset, walked the caller through the process, and successfully resolved the issue, allowing the caller to start their sensor session without further errors.